Event description:
Olympus (ofr) was informed via service inquiry that the customer evis exera iii xenon light source displays a communication error, b30, code with single endoscope during connection and normal operation with other endoscopes. The event was found inspection before examination. The intended procedure was completed using another similar device. No death, injury or harm was reported to olympus. The device will be returned to the repair workshop if the problem persists after drying.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned from the facility; customer stated they will return the endoscope to the workshop if the problem persists after drying. It was surmised that the cause of the phenomenon was communication failure caused by wet output socket but cannot be confirmed. It was noted that error code b30 is an error that occurs when communication between the scope and the processor fails. It was also stated that surgery was carried out using other scope but no further information can be obtained. Olympus will continue to monitor field performance for this device.